Event description:
Per the initial report, original issue was regarding a lack of insufflation. Tested all components possible. Tested a set of oe-b12 air water valves that they suspected to be problematic vs a set of new valves and they could identify the issue coming from the first batch of valves sold back in january 2024 to report. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical america performed a good faith effort(gfe) to gather additional information regarding this event and a response was received with the following information. 1. Was the procedure for treatment or diagnostic purposes? Diagnostic. 2. Was the product in question used to complete the procedure? Yes 3. Was the patient involved recalled for further screening? Yes if yes, when and what were the results ((B)(6) 2024, they had to finish the case but ut was very hard to see so patient will have to undergo another colonoscopy in 1yr 4. What is the current status of the patient? Ok 5. Was the product removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement? No 6. Device current location and status? At the clinic, we are waiting for the new valves to arrive. The image quality was good but the fact the insufflation was not optimal limited the reach of what the lens could visualize. It was a routine check with no apparent polyps, but the gi doc just want to make sure and do another one in the next couple years. Therefore, gi doc believe that this inspection was inadequate. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information b4: date of this report g6: type of report h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result additional information h4:device manufacture date evaluation summary: the event that occurred is oe-b12 air supply failure. Based on the investigation, the original issue was regarding a lack of insufflation. All components tested possible. Tested a set of oe-b12 air water valves that they suspected to be problematic vs a set of new valves and they could identify the issue coming from the first batch of valves sold back in jan-2024 to report. The defective items were returned for further evaluation. We received the five valves on 17-may-2024, three of the five were broken and the fourth o-ring was missing from the oe-b12 valve. It was confirmed that the rubber had a different texture than the seal rubber of the oe-b12, but the rubber itself and the cause of the contamination could not be identified. The DHR review could not be conducted as lot number information was not available. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.